Event description:
It was reported that the pump time was incorrect, cause was unknown. There was no adverse impact to the customer¿s blood glucose level. Technical support helped the customer update the pump time and advised them to monitor for future discrepancies, with the customer acknowledging and understanding the guidance.